Event description:
Medics arrived to find that the fire dept treating a male pt in his late fifties who was in full arrest. The fire dept had defibrillated the pt once using a device (serial number unknown). The medics switched to the device and a "lead off" message appeared on the unit's monitor screen. They checked all of the connections and switched the unit to paddle mode. The "lead off" message remained on the screen. The medics turned the unit off and then on again and attempted to charge the unit to 200j. The unit stopped charging at 50j. They attempted to fully charge the unit three more times. On the third attempt, they defibrillated the pt at 50j. The medics were able to defibrillate the pt several times with the unit functioning properly. The pt's rhythm was converted to a nsr. There was no adverse effect on the pt.